Event description:
One pt with discrepant potassium results. Initial result gave 5.6 mmol/l. Same sample repeated multiple times gave 6.3 mmol/l each time. Erroneous results were not reported. The field service representative was unable to determine root cause but noted the mixing vessel was dirty, the vacuum nozzle had back flow and the waste tubing was kinked. He cleaned the mixing vessel and valve and replaced the kinked tubing. Performance tests were performed and within specification.